Event description:
It was reported that during a lap. Gastric bypass procedure the seal was leaking. The seal was leaking when the grasper was inserted into the trocar. The case was completed with the device with no patient consequence. The case was prolonged fifteen minutes due to the leak

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.